Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing charging issues due to pocket location. The patient underwent a revision procedure wherein the ipg was replaced and pocket site was relocated. Device malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed. The complaint was not verified. The battery depletion rate was within the expected range. There was no excessive battery depletion when the device was turned off. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing charging issues due to pocket location. The patient underwent a revision procedure wherein the ipg was replaced and pocket site was relocated. Device malfunction was not suspected. The patient was doing well postoperatively.